Event description:
It was reported to philips that the system was frequently crashing. The device was outside clinical use at the time of reported event. No harm was reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and found that the system was frequently crashing. Review of the system log file showed that host pc software had problem. To resolve this issue, fse reinstalled the host pc software and configured the system. The codes were updated based on investigation outcome.